Event description:
It was reported that the check valve of a benjamix y set detached "through the junction." This occurred during patient infusion of total parenteral nutrition (tpn) solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The supplier was an external supplier. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported condition; one of the valves was detached. The cause was determined to be an issue with the one way valve that was supplied to the manufacturing site by an internal supplier. In order to address this condition, a notification was sent to the supplier for further investigation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.